Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). The customer was unable to navigate away from screen. Customer was checking blood glucose when error came up. Customer's blood glucose at time of incident was 24.4mmol/l. Customer took correction dose via pen. The customer was assisted in putting pump into storage mode. The customer was advised that pump will need to be replaced.